Event description:
Caller reported that the sequence during the load process did not prompt for cartridge removal or insertion and went directly to fill tubing instead. Caller was unable to recall if there was any impact on blood glucose levels. Caller resumed insulin to resolve the issue and was advised by technical support to upload pump data for follow-up. Additional troubleshooting was not completed, and further contact was planned.